Manufacturer narrative:
(B)(4). Device evaluation: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the reload noted that it was partially fired approximately halfway and engaged in interlock with the jaws open. Functionally, the reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Replication of the partial fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Tracking number: (B)(4). Device egiaradmt has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during an esophagus procedure, the device stopped the fire in the middle. The surgeon opened the jaws since he believed the fire was completed, but the tissue remained uncut at the distal end of the jaws. A new device was opened to correct the problem. The incomplete staple line was continuously fixed from the point where the previous fire stopped. It is unknown if reinforcement material was used. The last known patient status is good. There was no tissue damage or unanticipated tissue resection. There was no bleeding. Nothing fell into the cavity. The operating time was not extended. Customer cannot supply the specific lot number. Please confirm that product will be returned for investigation. Yes.